Event description:
(B)(4) study. Same case as MFR ID#: 2134265-2011-02849. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. The patient presented at the time of the index procedure with a q-wave st elevation myocardial infarction (stemi) (killip classification 1) and cardiogenic shock. Cardiac catheterization revealed a 10mm long and 100% stenosed lesion with thrombus present located in the proximal to distal right coronary artery (rca) with a reference vessel diameter of 3.5mm. The lesion was treated with predilation and a 3.5x20mm taxus liberte stent and a 3.5x38mm taxus liberte stent was implanted resulting in 0% residual stenosis. The patient was discharged 2 days later on aspirin and prasugrel. (B)(6) 2011: the patient was hospitalized with an acute stemi. The patient was also found to have elevated cardiac enzymes. Peak ck-mb was 12.20 with an upper limit normal of 4.00 and peak troponin was 3.030 ng/ml with an upper limit normal of 0.034 ng/m. Cardiac catheterization revealed a 100% occluded stent thrombosis of the distal rca. This was treated both medically and with balloon angioplasty and transluminal extraction arthrectomy to the distal rca. One day later, the patient again underwent balloon angioplasty and transluminal extraction arthrectomy of the distal rca due to 100% occlusion of the study stent. Two days after this, cardiac catheterization revealed 2 areas of continued thrombus in the rca with timi-3 flow. It was decided to give more time for the thrombolytic agents to work and no intervention was done. Cardiac catheterization performed 4 days later confirmed resolution of most of the thrombus with exception of one area of 40% obstruction with distal thrombus and distal embolization which was treated medically. The patient was hospitalized for 2 weeks. This event is reported to be recovering/resolving.

Manufacturer narrative:
Describe event or problem: updated. Relevant tests/lab data: updated. Other relevant history: updated. (B)(4).

Event description:
During the index procedure, the patient also had a temporary pacer placed for bradycardia and hypertension. Cardiac enzymes were elevated (peak ck: 372 u/l, upper limit normal: 278 u/l / peak troponin: 0.87 ng/ml, upper limit normal: 0.10 ng/ml). At the time of the event, the patient presented with acute chest pain. Following the second transluminal extraction arthrectomy, intravascular ultrasound revealed continued significant intraluminal thrombus. The patient was subsequently put on intravenous heparin and continued on reopro, plavix, aspirin and prasugrel. It was previously reported that the final cardiac catheterization noted that confirmed resolution of most of the thrombus with exception of one area of 40% obstruction with distal thrombus and distal embolization which was treated medically. Additional information provided indicates that due to 40% focal in stent restenosis of the study stents in the proximal right coronary artery and extending into the distal right coronary artery, the patient again underwent angioplasty and transluminal extraction arthrectomy but that the resulting residual stenosis was 40%. The patient was continued on heparin and reopro, and was also started on coumadin.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).